Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All edms devices are 100% tested at the time of manufacture. Literature article: three common catheter comparative study on continued lumbar drainage of cerebrospinal fluid zhanwei zhang cminsj (2016) 13 (5).

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: out of a total of 124 patients with subarachnoid hemorrhage, 39 patients used a medtronic device. According to the article 38 cases had a successful catheterization. The article stated 3 patients experienced nerve irritation in surgery. The article also stated after surgery, 1 patient experienced poor drainage, 1 patient experienced an infection, and 4 patients experienced leakage of cerebrospinal fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.